Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) presented to the hospital for routine follow-up. Upon attempting to interrogate, the physician was unable to establish telemetry between the crt-d and programmer. As such, the patient returned home. The programmer software was later confirmed compatible with the device. No further information has been provided regarding additional follow-up or device testing. No adverse patient effects were reported. This system remains in service.